Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-calcified and non-tortuous iliac vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during the third inflation at 2 atmospheres, the balloon ruptured. No patient complications were reported.